Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.

Event description:
Hcp reported a sudden loss of stimulation and a power on reset after implantation of the device. The device was replaced and the patient status is good. The device is explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.